Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a broken reservoir lip. Blood glucose level at the time of the incident was unknown. Customer stated the reservoir was still able to lock into place when inserted into the pump. The customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The device has been returned for analysis.